Event description:
Healthcare professional reported faulty device. Investigation in progress. Device will be returned. Follow-up findings: surgeon clarified the initial report as, "loss of restriction three years after implantation. X-ray revealed connector site leak - on contrast injection." The access port was replaced with lap-band access port kit.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."